Event description:
It was reported that the shock impedance had been fluctuating between 90 ohms and 136 ohms for the last two years. Technical services discussed that it was possible the patient had consistent habits that led to the fluctuations. The cardiac resynchronization therapy defibrillator and right ventricular lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock impedance had been fluctuating between 90 ohms and 136 ohms for the last two years. Technical services discussed that it was possible the patient had consistent habits that led to the fluctuations. The cardiac resynchronization therapy defibrillator and right ventricular lead remain in service and no adverse patient effects were reported.